Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this defibrillator developed an infection. Subsequently, surgical intervention was undertaken to explant this device. No further adverse effects on the patient were reported. This device is expected to be returned.

Event description:
It was reported that the patient implanted with this defibrillator developed an infection. Subsequently, surgical intervention was undertaken to explant this device. No further adverse effects on the patient were reported. This device is expected to be returned.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.